Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented erosion at the urethra. The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Cuff passed visual inspection and leakage test. Pump tubing had a hole from sharp instrument. Pump passed visual inspection and leakage test. The pump tubing with sharp instrument was trimmed down for functional testing. Pump passed functional test. Balloon passed visual inspection and leak testing. The balloon did not pass functional testing due to an output pressure reading exceeding the specified limits. Additionally, the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented erosion at the urethra. The aus was explanted and replaced. There were no additional patient complications reported.